Event description:
During an arthroscopic bankart shoulder repair being performed three anchors breaking during insertion. The surgeon inserted the first anchor successfully at 45 degress, he went to put in an additional anchor when the anchor broke. A third and a fourth anchor was inserted with the same result as the second. Two additional anchors were used to complete the procedure. A delay of 15 to 20 minutes took place due to the anchor breakage. The surgeon predrilled prior to insertion of all anchors, and used fingertips when inserting. An insertion angle of 60 degrees was reportedly used. Broken portions of the three anchors were left imbedded in the patient's bone. No patient injury or complications resulted from this incident.